Event description:
****This is a final report. Lab evaluation was completed on 14-aug-2020 and the investigation was completed on 01-sept-2020. Results and conclusions are outlined in section h of this report**** the device was used for endoscopic biliary stent placement and supposed to be placed in the hilar bile duct. The pig-tailed part of the stent got kinked, and the stent could not be advanced over a wire guide. Therefore, another zebd-5-7 was used instead. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact 1. Please indicate where the device was stored prior to use. The device was delivered from the warehouse and was opened at the operation site. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* jagwire angletip 0.035 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? (Yes) 3b. If yes please indicate the procedure performed. Est 4. Was the wire guide inspected for damage prior to use? (Yes) 5. Was the device at the centre of the complaint inspected for damage prior to use? (Yes) 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? (No) 7. If not with the device in question, how was the procedure finished? A new zebd-5-7 was used instead. 8. Was a straightener used to straighten the stent? (Yes).

Manufacturer narrative:
Device evaluation: 1 x zebd-5-7 of lot #c1713682 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14th aug 2020. The returned device lab findings and observations can be referred through the attached files. The stent was observed kinked the 4th and 1st porthole on the non-tapered end. The pigtail straightener was noted loaded on the wrong way. A 0.035¿ wireguide will not pass the kinks on non-tapered pigtail. It was confirmed that the pigtail straightener was reloaded in the incorrect manner after the kinking occurred and that the wireguide was used in the tapered end of the pigtail. Documents review including IFU review: prior to distribution all zebd-5-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-5-7 of lot number c1713682 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1713682. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ the ifu0045-77 also states to ¿introduce the stent , tapered tip first and pigtail straightener onto rep-positioned wire guide until straightener reaches second curl.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened with the pigtail straightener. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for endoscopic biliary stent placement and supposed to be placed in the hilar bile duct. The pig-tailed part of the stent got kinked, and the stent could not be advanced over a wire guide. Therefore, another zebd-5-7 was used instead.